Event description:
It was reported that the insulin pump had scrolling numbers and an unresponsive keypad. The customer stated that she went to input her carbohydrates value for dinner, but when she reached 40 units and released the button, the insulin pump kept counting up. She removed and reinserted the battery, and the insulin pump alarmed battery out limit. She attempted to clear the alarm but stated that now the up and down arrow buttons no longer worked. She attempted to reset the time, but when she pressed the up arrow key, the device kept counting up to 24. The customer's blood glucose was 13 mmol/l. The customer noted that the insulin pump had been exposed to 30 degree celsius heat, as she was in the sun. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. Numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump was received with currents within specification and no unexpected battery out limit. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.